Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed tcmid: 06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.